Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. Fuses in the monitor were replaced and the system software was upgraded. The system was tested and operates as intended.

Event description:
The customer reported that the monitor on the 7900 system would not turn on and an end of the boot check flash failure error message was displayed. No pt injury was reported.